Event description:
New information received notes that corrective programming changes were made to restore telemetry and device was still in use. No additional patient consequences were reported. The patient's weight was unknown.

Event description:
It was reported that a patient presented with a radio frequency telemetry anomaly noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported